Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. After visual examination, it was confirmed that tip of the drill bit was broken. Also, deformations on the drill flutes was observed and and shaft of the drill denoted several circular marks around shaft width which were likely caused when contact with cup's metal when drilling fixation hole. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tha surgery of both hip using stems. When the surgeon was drilling for setting a screw for a cup, the tip of the drill bit broke and remained in the acetabulum. At the discretion of the surgeon, the broken drill bit tip was remained in the patient's body since it was difficult to remove. The rest of the broken drill bit were retrieved. The surgery was completed with no surgical delay. The surgeon commented as follows. Because the area covered by the cup was wider than usual and could not be seen, it was possible that the surgeon might have made excessive movements during drilling. Therefore, this breakage was likely caused by technical factors. There was a request to investigate the condition such as aging deterioration from the retrieved parts, if possible. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.